Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose was 149 mg/dl. Pump reset was performed and alarm cleared. Reportedly, customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.